Event description:
Per the clinic, the patient underwent a skin flap revision surgery under general anesthesia on (B)(6) 2023. The implanted device remains.

Event description:
Per the clinic, the patient experienced a skin breakdown, necrosis and infection at the implant site as well as an extrusion of the receiver/stimulator. The patient was subsequently was treated with oral and topical antibiotics (specific date and duration not reported) which resolved the infection.